Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg site and the ipg is loose in the pocket. Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to relocate the ipg pocket site and postoperative stimulation was fine.

Event description:
Follow up information identified there is a pocket of fluid in the ipg site and the physician believes the fluid will resolve on its own.

Event description:
Follow up information identified the patient saw the physician on (B)(6) 2016 and the patient continues to experience swelling at the site and no signs of infection are present. The physician did not wish to pursue any intervention at this time.the patient saw the surgeon on (B)(6) 2016 and the surgeon believes the swelling has diminished, however a CT scan was ordered.

Event description:
Follow up information identified the patient is experiencing pain and swelling at the new ipg pocket site. The physician assessed the ipg site and reported the pain and swelling is normal and there is no redness or drainage present.

Event description:
Follow up information identiified the ipg site is tender and the patient believes there is still fluid present under the ipg site. The patient is planning to discuss the issue with her physician.